Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: (B)(6). Removal state: (B)(6). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: il removal state:mn. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma on (B)(6) 2019, ex-smoker and vaginal delivery on (B)(6) 2019, heavy periods, parity 2, multi gravida, pelvic pain and lower abdominal pain in 2009. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2939 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: (B)(6). Removal state: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: specimen: uterus,cervix,bilateral fallopian tubes (no ovaries). Final diagnosis: a) uterus with cervix and fallopian tubes, total hysterectomy with bilateral salpingectomy: 1. Cervix: no significant histologic abnormality 2. Endometrium: secretory phase 3. Myometrium: leiomyoma and adenomyosis 4. Uterine serosa: adhesions 5. Right fallopian tube: no significant histologic abnormality; essure coil present 6. Left fallopian tube: small stump of fallopian tube near cornu present; no fimbriated end is present; essure coil present. 7. Uterine weight: 117 grams 8. Negative for malignancy. Gross description: right fallopian tube:the proximal aspect of the lumen near the fundus has an inserted metallic wire device which is thin, approximately 2.5 cm in length and 0.1-0.2 cm in diameter. Left fallopian tube: the cut surface display a pinpoint lumen which contains a silver metallic coiled device approximately 1.7 cm long and between 0.1 and 0.2 cm in greatest diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter and patient information, lab data, medical history, indication,drug start and stop date, event onset date, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.